Event description:
Patient states her syringe doesn't go in properly and that her pump is broken. Patient could not provide serial number or additional details, she was very short on time and did not provide anything and was angry that the phone conversation was going on for too long. No further information known. Patient will call back with serial number, but she states not today. Did not cause any adverse event. Yes we are replacing. Reported to (B)(4) by pt/caregiver. Strength: 10mg/ml. Diagnosis or reason for use: pah.